Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the lead being perforated by the guide wire. A new lv lead with the same model was implanted. No adverse patient effects were reported.